Manufacturer narrative:
The device was returned for investigation. Section d9 has been updated.

Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
During preparation of an automated impella controller, there were multiple shutdown alarms that occurred. The controller was replaced and no patient harm was reported.